Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. It was noted that the shock impedance measurement was 95 ohms at the last device changeout in june 2015. Technical services (ts) reviewed shock impedance trends and recommended adjusting the daily measurement shock impedance alert value to 150 ohms for continued monitoring. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.